Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited corrosion of suction cylinder, sticky control unit, sticky universal cord, sticky switch box and sticky up down angulation lever plate. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the corrosion of suction cylinder, sticky control unit, sticky universal cord, sticky switch box and sticky up down angulation lever plate could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.